Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a malfunction alarm occurred. Customer loaded a new cartridge and rest the pump to resolve the issues. Customer¿s blood glucose ranged from 288-289 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.